Event description:
The pt rec'd two anchors with the same lot number. It was reported, the pt has experienced pain at the anchor site for the past several months. The pt is thin. X-rays confirmed the anchors are shallow. Stimulation is unchanged by the issue. Surgical intervention may be undertaken to revise the site. F/u identified revealed low impedances on several contacts. The pt has effective coverage.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.